Event description:
Information received indicates the head section is going up by itself.

Manufacturer narrative:
The technician found signs of fluid ingress on the left siderail ucm board and cable. The technician replaced the ucm board and cable to repair the bed.